Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a and d6b added. H6 component code added. Instructions for use as follows: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings and cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06286. B2 required intervention to prevent permanent impairment/damage (devices) inadvertently was not selected. D4 model number. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing for two months when there was reddening at the access site. The site prompted the team to give the patient antibiotics. The pump remained on despite this infection for a month.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿